Event description:
Customer reportedly received results of 500 mg/dl and 220 mg/dl within 10 minutes on the aviva system. Customer administered humalog based on result of 220 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.